Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) review of performance data from the device shows the lia (lead integrity alert) ramware interacted with detected ecc (error checking correction) producing a por (power on reset).

Event description:
It was reported that the device has had two to three electrical resets. It was also reported that the patient is receiving radiation therapy. No patient complications have been reported as a result of this event.